Event description:
Patient was getting ready to go to bed patient noticed the smell of insulin and noted condensation in the device's insulin cartridge compartment. Patient also noticed that some of the device's lcd segments wer missing. No device error messages were reported. Patient's blood glucose was not affected, and no treatment was received.